Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.